Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin pump had partial display. Troubleshooting was performed. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported blank display at the time of call. Customer was advised to remove battery. Customer reported insert battery alarm did not display on screen. Customer declined further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.